Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a call service alarm for communication. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015, device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: the pump's black box showed several call service 088 alarms. The battery compartment was cracked above and below the bumper grip. No call service alarm or any warning occurred during the investigation. Moisture corrosion was found to the power printed circuit board. Unrelated to the call service alarm issue, the display contrast was dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.